Event description:
It was reported that the patient was hospitalized for complications of dialysis. There were no reported allegations that the hospitalization was caused by (B)(6) products. In additional follow-up, the nurse stated that on patient was hospitalized on (B)(6) 2026 with a pd catheter (not a (B)(6) product) malfunction. The nurse stated the pd catheter malfunction was due to a small bowel obstruction from severe constipation; unrelated to dialysis. The nurse stated the pd catheter was removed and the patient was switched to hemodialysis. On (B)(6) 2026, the patient was discharged and continues outpatient hemodialysis. The nurse confirmed the patient did not have any adverse effects from (B)(6) products and that the hospitalization was not due to product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).